Event description:
It was reported that when c-arm rotation is commanded from the right side switch bank the c-arm motion continues after the switch is released. No injury reported. A field engineer was dispatched to the site and determined the right side switch assembly needed to be replaced. Once this was completed the system was working as intended.